Event description:
This is an adverse event recorded on a crf as part of (B)(4) registry for barrett's esophagus. This pt was enrolled with a 6 cm non-dysplastic barrett's esophagus. After a secondary focal ablation, pt was hospitalized with significant upper gi bleeding. Egd revealed ulceration with active bleeding at proximal edge of recent ablation zone most likely related to recent ablation and resumption of plavix and aspirin. Plavix was stopped and pt was treated with injection of epinephrine and f/u endoscopy revealed cessation of bleeding. Pt was observed in ICU without evidence of further bleeding and symptoms were resolved. Per the physician the severity of this event was serious, relationship of the event to the device procedure was probable and there was no device malfunction.